Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) power line fuses were blown, which directly caused the reported issue. The blown fuses did not allow the system to receive power from the wall outlet. The fuses were replaced and the issue was resolved. The fuses have not been returned to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system began making a 'beeping' sound while it was unplugged from the wall. The system was then plugged into a known working power outlet, but the beeping continued until the system powered down on its own. This occurred outside of any patient involvement. No additional details were provided.